Event description:
It was reported via social media that the closure device shifted. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown timepoint, the closure device shifted and the patient needed open heart surgery to recover. No further information is available at this time.

Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.